Manufacturer narrative:
No malfunction has been reported in regard to the motion concepts wheelchair. As described, the client's skin is thin and bleeds very easily due to blood thinning medication. Based on the information available, we are uncertain as to the source or cause of this injury.

Event description:
On 23-oct-2017, motion concepts was notified by (B)(4) (motion concepts importer) that one of their invacare sales rep reported the following incident: cs was doing an evaluation with his rovi demo with (B)(6), male client - veteran, (B)(6). Client was transferring - side board from his existing quantum system into the rovi demo and caught his arm on something (not clear if it was something on his chair or the rovi) causing him to bleed. His wife was present, put some antibiotic ointment and a band aid on it. No medical intervention and no plan to receive any medical care. Client is taking warfarin, so his skin is very thin and he bleeds easily. The client and his wife were not concerned with this incident.